Manufacturer narrative:
Clinical evaluation: hip revision surgery performed 9 years after cementless total hip arthroplasty in a young man ((B)(6) years old at time of implantation). Radiographic image provided shows the presence of radiolucent lines in proximal regions, pedestal formation and signs of stress shielding suggesting proximal stem mobilization. Aseptic loosening is a possible, literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
Revision surgery about 9 years after primary surgery for stem loosening. The surgeon revised successfully the patient stem, ceramic head and shell liner. The surgery was completed successfully.